Event description:
On (B)(6) 2023, getinge became aware of an issue with one of our equipments salms dual main arm. According to the initial information provided by the customer, the lower dust cover was bent or missing from the spring arm. Additional questions were asked, however, to date the confirmation of the issue has not been received. There was no injury reported. However, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our equipments - salms dual main arm. According to the initial information provided by the customer, the lower dust cover was bent or missing from the spring arm. Additional questions were asked, however, to date the confirmation of the issue has not been received. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the device did not meet its specification due to detachment of spring arm¿s cover, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is low. As per expertise performed by the subject matter expert at manufacturing site, the possible root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. According to the information provided by getinge technician, in the malfunction investigated herein, user contributed to the issue and caused the damage. We believe that if the manufacturer recommendation had been followed the reported situation would have been avoided. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer's reference number (B)(4).